Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, after multiple inflation at below rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: a mustang device 20 atm was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres (atm) for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atm, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification, the rated burst pressure for this device is 20 atm. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, after multiple inflation at below rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.